Manufacturer narrative:
(B)(4). Date sent: 8/7/2025 see attachments.

Manufacturer narrative:
(B)(4). Date sent 7/16/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via: notice of litigation from attorney, a patient with history of ¿severe obesity¿ underwent an uneventful laparoscopic gastric bypass surgery. Operative note indicates surgeon performed the procedure using ¿60 mm echelon, orvil, and 25 mm eea staplers¿ and that anastomoses were checked and no leaks were found. Approximately five months following surgery, patient presented ¿with malnutrition without eating difficulties. Various tests did not reveal any ulcer or anastomotic stricture. Given the patient's progress, it was decided to redo the proximal anastomosis as there was suspicion of torsion of the anastomosis¿ and therefore the patient underwent reoperation to reconstruct the proximal anastomosis. No difficulties were noted during the procedure and leak test was negative. No information is available as to patient¿s current condition. Reoperation five months post op.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2025.